Manufacturer narrative:
Please reference related 1 of 5 manufacturer report no: 2015691-2019-00610. This event is related to the dislocation/embolization. Please reference related 2 of 5 manufacturer report no: 2015691-2019-00611. This event is related to the stroke. Please reference related 3 of 5 manufacturer report no: 2015691-2019-00612. This event is related to the major and minor vascular complications. Please reference related 4 of 5 manufacturer report no: 2015691-2019-00614. This event is related to the conduction disorders. Please reference related 5 of 5 manufacturer report no: 2015691-2019-00616. This event is related to the valve in valve procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is five of five manufacturer reports being submitted for this case. This event is related to the valve in valve procedure. Reference article: scherner, maximilian, navid madershahian, kathrin kuhr, stephan rosenkranz, elisabeth stöger, parwis rahmanian, yeonghoon choi et al. "Aortic valve replacement after previous heart surgery in high-risk patients: transapical aortic valve implantation versus conventional aortic valve replacement¿a risk-adjusted and propensity score-based analysis." The journal of thoracic and cardiovascular surgery 148, no. 1 (2014): 90-97. The valve in valve events were received via article. Patient medical records and procedure op notes (implant and valve in valve) were not provided for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The article did not have details of the events. These events were listed as 30 day outcomes. The cause of the valve in valve procedures is unknown. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article ¿aortic valve replacement after previous heart surgery in high-risk patients: transapical aortic valve implantation versus conventional aortic valve replacement¿a risk-adjusted and propensity score-based analysis¿ corresponding author dr. Maximilian scherner et al. The following events were identified as pertaining to edwards devices: in the group of patients who underwent ta-avi as a secondary cardiac operation (redo ta-avi) with an edwards sapien valve, the following 30-day outcomes were observed: 1 patient was converted to conventional avr due to valve dislocation/embolization and expired. 1 patient had a stroke. 3 patients had both major and minor vascular complications. 1 patient developed a new left bundle branch block and 3 patients required new permanent pacemaker implantation due to new atrioventricular block, third degree. 2 patients required unplanned valve-in-valve implantation.